Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, the cuff was unable to be deflated. No patient injury was reported.

Manufacturer narrative:
One device was received in used condition with the original packaging opened. No defects were detected during visual inspection. The device failed a leak test confirming the complaint. This type of failure could have been caused by production personnel not following procedure. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.